Event description:
It was reported that an im1s complete brain imc probe kit: cc1.sb probe im1 single lumen bolt sterile was implanted on (B)(6) 2014 during a decompressed craniotomy temporary + trepanation monitoring of pic; the sensor didn't show the pt o2. The unit was removed on (B)(6) 2014 and no replacement was used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.